Event description:
It was reported that the patient received an inappropriate shock from the device due to the sensing of noise. During a control test there was some noise observed on both the atrial and ventricular channels which was determined to be caused by a washing machine. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5594 implantable pacing lead 2011 (B)(6), 4196 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found there was right ventricular oversensing with ventricular fibrillation equal to 130 milliseconds average v-cycle on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.